Manufacturer narrative:
Insulin pump passed the displacement test. Unit received with motor error alarm during the basic occlusion test due to loose/flush drive support disk. Unable to perform prime/compromised force sensor system test, excessive no delivery test and occlusion test due to motor error alarm. Insulin pump received with cracked battery tube threads, the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
Customer reported via phone call that the insulin pump alarmed motor error during priming. Customer¿s blood glucose was unknown at the time of incident. No troubleshooting was performed. Insulin pump is not expected to return for analysis.